Event description:
The surgeon implanted toric sillicone lens model aa4203tl was torn during implantation. The lens was implanted and removed without patient injury. An msi-tr injector and an mtc-60c cartridge, lot numbers unknown, were used during surgery.